Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. A photo is provided showing a monitor displaying a view of the lens implanted in the eye. There is a mark observed on the optic portion of the lens near one of the gusset areas. We are unable to determine the extent of the damage from the provided photo. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwet3-t6)( that is sold in the united states under (PMA/510(k) # (p190018).¿ the manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure surgeon suspects nurse scratched lens when loading. The surgery has been completed on the same day. There was no impact to the patient.